Event description:
Report received from the USA stating that the device was "heating" during a craniotomy procedure. The reporter stated that there was no delay in the procedure as the physician continued with the same device. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicated this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).